Manufacturer narrative:
The suspect device is being returned to conmed corporation; however, has not been received to date. A supplemental report will be filed on completion of the quality engineering investigation. Device not yet received at conmed corp.

Event description:
It was reported, "on (B)(6) 2013, I am submitting to you some information relative to a question of a malfunction of one of your products. It appeared that our patient had sustained a superficial thermal burn to the skin. The portion of the skin was at the edge of the incision site, so the damage to the skin was very superficially excised and closure of the wound was uneventful. There was a question and concern during the case that a renal vessel had sustained a thermal burn, but once the vessel was excised it was determined that there was not a burn that penetrated through the vessel. The burn to the skin was discovered at the conclusion of the case when the retractor was removed."

Manufacturer narrative:
The device in question, a goldline electrosurgical pencil with 1" blade, is designed to be used as accessories in conjunction with the electrosurgical units and electrodes with which they are known to be compatible. Their use enables the operator to remotely conduct an electrosurgical current from the output connector of an electrosurgical unit to the operative site for the desired surgical effect. The intended use of the goldline pencil, a single patient use electrosurgical accessory, is to provide therapeutic energy as electrosurgical current to the target tissue. Concomitant medical devices used in this incident are two (2) conmed esus, two conmed dispersive electrodes, and the ultraclean active electrode - these items are listed in within this report. The two (2) conmed system 5000 esu that were utilized within this reported incident were checked out in the end-user facility's biomed department and passed all testing performed by that department. A review of the manufacturing documents from the DHR/lhr, device history record/lot history record, for all returned conmed products has verified the devices were produced according to current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture of any of the devices. One (1) goldline pencil, two (2) surefit dispersive electrodes and three (3) active electrodes were returned to conmed complaint handling center for investigation. The complaint was opened for the goldline pencil. All of the returned devices were examined in the laboratory. Both surefit dispersive electrodes were stuck to the paper and unable to remove them without compromising the devices. The gold line pencil was connected to the system 5000 esu and a steel plate as a dispersive electrode. The pencil was checked for cut/coag functionality with all of the three (3) returned active electrodes. The product was evaluated with a system 5000 esu unit at 60 w. No functional discrepancies were observed with the returned devices. The complaint failure mode was confirmed based on the event description. There could be multiple of possible causes for this failure mode. Improper assembly of the device could be due to manufacturing related defect. DHR/lhr review confirms that products were produced as per conmed approved procedures. In process inspection and visual checks are done to ensure proper production of the devices. No discrepancies were observed during the review of the manufacturing documents. The IFU, instructions for use, for both the goldline pencil and the ultraclean electrodes specifies, "these devices should be inspected before each use. Visually examine the device for obvious physical damage including: cracked, broken or otherwise distorted plastic parts. Broken or significantly bent connector contacts. Damage including cuts, punctures, nicks, abrasions, unusual lumps, significant dislocation." The IFU also states to, "inspect and test each device before use." Thus, any device damage should be detectable by the end-user prior to the utilization of the device. The IFU also states, "never allow the cables connected to the devices to be in contact with skin of the patient or operator during electrosurgical activations," as well as, "always place unused associated electrosurgical accessories in a safe insulated location such as a holster when not in use." There could be multiple of possible causes for this failure mode. Improperly assembled device could be a possible cause for this failure mode. In process inspection and visual checks were done to ensure proper production of the devices. Any manufacturing related defects were mitigated through in process checks. Other possible cause of this failure mode could be due to user related error. Temporarily unused active electrodes should be stored in an electrically insulated holster. The unused active electrode should never be placed on the patient. This precaution should be taken for two (2) reasons. First, the electrodes of recently activated accessories may be hot enough to burn the patient or ignite surgical drapes or other flammable materials. Second, inadvertent activation of the pencil switch (accidently bumping the pencil switch) could cause a patient burn if placed on the patient and not in an insulated holster. Also, the pencil laid on the patient by the surgical site can inadvertently be activated by any of ther surgical staff members operating within that general vicinity. No conclusive manufacturing related defects were observed during the evaluation; therefore, no corrective action is recommended at this time. Conmed is considering this complaint closed.